Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general replacement procedure, when a right atrial (ra) lead was connected to this newly implanted device, high out of range pacing impedance measurements of greater than 2000 ohms were exhibited. Oversensing of noise was also observed but no pacing inhibition or asystole was noted. The ra lead was removed and reconnected to the device but the issues above were still observed. The physician decided to implant the ra lead with the device, but turn off its function. The patient will continue to be monitored and the device was implanted successfully and remains in service. No adverse patient effects were reported.